Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the head of the screw broke off when the screw was implanted. The surgeon felt that the fixation was ok and and reported that no harm came to the patient. No further information received.